Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin and therefore was not sticking well enough. The plaster disconnected from the puncture side.